Event description:
General surgical instrument, micro-pituitary from boss instrument, ltd, tip broke at distal end. This instrument is supplied but not manufactured by ctl. No patient harm or injury was observed. No detailed information provided. No part returned. This was just a notification without any follow-up by the informant.